Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The reporter noted that the ok keypad button was cracked and was unable to confirm whether the damage or the response issues occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was torn off from the top to the bottom of the keypad and the keypad was worn. The up and contrast buttons were intermittently unresponsive and required multiple presses to elicit a response. The ok and down buttons responded appropriately. Evaluation revealed that there was contamination under all buttons contacts. Unrelated to the complaint, the display lens was found to be scratched. (B)(4).